Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was sent from the hospital. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients implantable cardioverter defibrillator (ICD) displayed two brief episodes of what appears to be noise. The device remains in use. No patient complications have been reported as a result of this event.